Event description:
Additional information was received indicating the device was reprogrammed to resolve the event. The patient was in stable condition.

Event description:
During an remote follow-up, post-paced t-wave oversensing was noted on the device. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.